Event description:
It was reported that the patient has pain at the lead site. The investigation did not determine which lead is causing the pain. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: (B)(4).

Event description:
Additional information received reports that the patient underwent surgical intervention in which the lead was explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.